Manufacturer narrative:
(B)(4). The information related to event has been updated in summary and provided with this report.

Event description:
Customer was hospitalized due to symptomatic with diabetic ketoacidosis on (B)(6) 2020. Customer was having an issue with insulin pump on (B)(6) 2020 due to stuck button alarm. The insulin pump was replaced that day but the customer had to go to the hospital because he was not able to manage blood glucose level. Customer was not wearing a insulin pump before hospitalization.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date. Blood glucose reading was unknown. Customer also reported that the insulin pump had stuck button alarm. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.